Event description:
The meter was prompting an error 6 message. It is not known how long the patient was unable to test on the meter. The patient reported experiencing symptoms of shortness of breath and dizziness. The patient went to the hospital within the hour and the patient's blood sugar result was 420mg/dl. Insulin was given as treatment. It is not known if the patient attempted to test on the meter when experiencing symptoms and what the previous readings were. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. The meter is being replaced for the patient. Medical affairs attempted unsuccessfully to reach the patient for more clinical information. A letter is being sent as a second attempt to reach the patient.